Event description:
It was reported that the iab was prepped per procedure. However, difficulty was experienced while feeding the guidewire through the catheter and they were unable to insert the catheter through the sheath. It got "stuck". The iab was exchanged. There were no reported pt complications.

Event description:
It was reported that the iab was prepped per procedure. However, difficulty was experienced while feeding the guidewire through the catheter and they were unable to insert the catheter through the sheath. It got "stuck". The iab was exchanged. There were no reported patient complications.